Event description:
It was reported that after securing the lead in the respective port of the cardiac resynchronization therapy defibrillator (crt-d), a noisy electrogram was observed. A loose setscrew was suspected. The physician then reinserted the lead but could not achieve a proper fit between the wrench and setscrew, resulting in inadequate torque to secure the lead. Multiple attempts were made but were unsuccessful. The physician then attempted to back the setscrew out when the entire setscrew came out of the device with the wrench kit. A different crt-d was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a missing set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.